Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used on (B)(6) 2018. According to the complainant, while cleaning the scope channel, the brush was passed through the working channel and the tip of the brush went all the way through the other end of the scope. However, while attempting to pull the brush back through the working channel, the catheter of the device broke. The brush was successfully removed from the scope by pulling the bristle end of the brush at the tip of the scope. The complainant confirmed that there were no fragments of the brush left inside the scope. There was no patient involved in this event.